Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A review of the information associated with this event has been performed by the qie (advance failure analysis) afa on 03/19/2025. The following additional information was provided: it does look like there is thermal damage at the yaw pulley. Review of the provided image is consistent with allegation of damaged insulator. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulator at the head of the fenestrated bipolar forceps was damaged. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Root cause of thermal damage to the exposed electrode is attributed to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive obtained additional information. There was no patient injury. Thermal damage was found intraoperatively during use. There was no arcing observed. The instrument was checked before use and there was no problem. There was an insulator quality problem. There was no collision. Instrument is available for return.

Event description:
Refer to h11 for follow-up information.